Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:41:41. During night drain cycle three, the patient's ultrafiltration reading was 2339ml, indicating the home patient drained 2339ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume event was identified through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.